Event description:
It was reported by service report that the bed lift was not working correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The manufacturer's investigation is still ongoing; if add'l info is received, a f/u report will be submitted as necessary.